Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The reservoir compartment had missing pieces. The plastic piece that holds the reservoir in place broke off. Additionally, the customer received replace battery now alarm. The customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. The device received with missing reservoir tube o-ring. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage confirmed power error 25, due to connector resistance with the electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected power loss alarm noted.